Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and found a defective upstream occlusion (uso) sensor. The dso seal and uso sensor were replaced.

Event description:
It was reported that the device was beeping occlusion. It is unknown if there was patient involvement. No patient harm/adverse event was reported.